Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, the patient's legal representative stated sometime after the implant surgery the plaintiff came to understand that the implant was not working. Another doctor had determined that the implant is not working and recommended a corrective surgery.

Manufacturer narrative:
This follow-up MDR is created to document the corrected country in initial reporter.